Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position, where tricuspid regurgitation (tr) was reduced from severe to mild. Approximately one (1) year and nine (9) months after the procedure, a single leaflet device attachment (slda) was identified, at which time the tr increased to severe. A t-teer re-intervention was performed to stabilize the detached pascal device. Stabilization was achieved using two additional pascal ace devices, resulting in a final tr grade of trace. No patient injury was associated with this event.